Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following damages were observed: the head restraint wire was cut/broken and the battery lock and front enclosure were damaged. Functional testing was performed and the reported user advisory 11 (max patient temperature exceeded) and user advisory 41 (patient temperature sensor failure) were observed during testing. Further inspection of the platform identified the cause to be a temperature sensor that was not functioning properly. A review of the archive was performed and no issues were noted on the reported event date. Multiple ua 41 faults were observed on (B)(6) 2014 and multiple ua 11 faults on (B)(6) 2014. Based on the investigation, the parts identified for replacement were the top cover, front enclosure, battery lock, and temperature sensor. In summary, the reported complaint was confirmed during functional testing as well as archive review and was found to be due to a temperature sensor not functioning properly. Following service the device passed all testing criteria.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed user advisory (ua) 11 (max patient temperature exceeded) and 41 (patient temperature sensor failure) messages, that were unable to be cleared by powering the device off and on. There was no report of any patient involvement. No further details were provided.